Event description:
It was reported by the customer that during use of the bd ultra-fine¿ 3/10ml insulin syringe the scale was misaligned. The following information was provided by the initial reporter: this is a report about the misaligned scale of several syringes. The patient visually confirmed that the scale was misaligned in several products at hand.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported by the customer that during use of the bd ultra-fine¿ 3/10ml insulin syringe the scale was misaligned. The following information was provided by the initial reporter: this is a report about the misaligned scale of several syringes. The patient visually confirmed that the scale was misaligned in several products at hand.

Manufacturer narrative:
H6: investigation summary customer returned (18) 0.3ml syringes. Inspection of the syringes found that the graduation markings were not perfectly horizontal. However, the deviation of the markings is minimal. Measurement the placement of the graduation markings found that these markings were within acceptable parameters. Due to the batch being unknown, no DHR review can be completed. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of the scale being misaligned. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.